Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. Full lead returned and analyzed. Returned with helix fully extended. Very small amount of blood on the helix. The helix will not retract due to the distorted distal coil in the connector. This is caused from over-turning.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor distorted. Full lead returned and analyzed. Returned with helix fully extended. Very small amount of blood on the helix. The helix will not retract due to the distorted distal coil in the connector. This is caused from over-turning.

Event description:
It was reported that a right ventricular lead implant was attempted. Right ventricular lead could not be implanted because the helix would not extend due to possible over-torquing. No patient complications were reported as a result of this event.